Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure has migrated/well mine is hanging in utreus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), back pain ("hurt through your upper back/on right side to back/sharp like a knife"), pain ("pain to exercise"), arthralgia ("my joints hurts") and neck pain ("neck pain") and was found to have uterine leiomyoma ("fibroids"). At the time of the report, the device dislocation, back pain, uterine leiomyoma, pain, arthralgia and neck pain outcome was unknown. The reporter considered arthralgia, back pain, device dislocation, neck pain, pain and uterine leiomyoma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media. Events " uterine leiomyoma¿ was added. Reporter were added. On 23-mar-2020: social media received. New events added: pain to exercise. Reporter was added. On 23-mar-2020: social media received. New events added: joints hurts, neck hurts. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure has migrated') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and back pain ("hurt through your upper back/on right side to back/sharp like a knife"). At the time of the report, the device dislocation and back pain outcome was unknown. The reporter considered back pain and device dislocation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure has migrated/well mine is hanging in utreus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), back pain ("hurt through your upper back/on right side to back/sharp like a knife"), pain ("pain to exercise"), arthralgia ("my joints hurts") and neck pain ("neck pain") and was found to have uterine leiomyoma ("fibroids"). At the time of the report, the device dislocation, back pain, uterine leiomyoma, pain, arthralgia and neck pain outcome was unknown. The reporter considered arthralgia, back pain, device dislocation, neck pain, pain and uterine leiomyoma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jul-2020: extension of expected date of next report. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure has migrated') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and back pain ("hurt through your upper back/on right side to back/sharp like a knife"). At the time of the report, the device dislocation and back pain outcome was unknown. The reporter considered back pain and device dislocation to be related to essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.